Manufacturer narrative:
(B)(4). Date of initial report : 12/14/2015. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device jaws would no longer open during the procedure. The device was removed from the patient. A second device was used to complete the case successfully. No further information is currently available.

Manufacturer narrative:
(B)(4). One used lf5544 was received for evaluation. Examination of the returned device confirmed that the knife is trapped and contained within the jaws. A review of the device history records for this lot found no potentially contributing entries to this complaint. Knife trap occurs when the blade is extended and the jaws are not completely closed, allowing the blade to move outside of its track. As a safety measure for this device, the knife must be retracted in order to open the jaws. This issue can also occur if tissue accumulates within the webbing, preventing the knife from retracting far enough to allow the jaws to open. This finding is attributed to conditions during use, and the IFU included with this product lists measures to prevent the issue. The IFU cautions users to ensure that the jaws have reached the closed position and are locked before activating the cutter, and to keep the instrument jaws clean to prevent build-up of eschar.